Manufacturer narrative:
The reported inability to detach the coil was not confirmed with electrical testing of the returned device; the coil detached without discrepancy. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. It is possible that the root cause could be procedural/handling factors contributing to the reported event that include pre-deployment testing to verify functionality per IFU not performed or confirmation that all connections were connected properly. Therefore, no corrective actions will be taking at this time.

Event description:
When the surgeon positioned the second coil (crc14040830/lot unknown) noted that the coil could not be detached in the aneurysm. The surgeon had to remove the coil and continue to fill other coil (details unknown) to complete. The patient is female, (B)(6). No adverse event occurred. No vessel code information provided.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.